Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results within 10 minutes: 259 mg/dl, 377 mg/dl, 180 mg/dl, and 121 mg/dl. No adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.